Manufacturer narrative:
The device was returned and an evaluation is complete. The returned device was labeled for single use. A visual inspection was performed and revealed a loose hair inside of the sealed packaging. The hair was not touching the device. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that particulate matter was found inside the packaging of a non-vented high-volume inlet. The particulate matter was described as a hair. There was no patient involvement. No additional information is available.